Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Meter serial number and test strip lot number were not provided. Device manufacture date is unknown. Date provided is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On october 9, 2015 a customer reported receiving erratic readings on her adc glucose meter, stating she "receives different readings every time she tests". During troubleshooting it was determined that the date and time were not correctly set in the meter. The customer further reported that on (B)(6) 2015 she was walking around the block, sat down, began shaking, then "passed out", experiencing a loss of consciousness. Paramedics were called and transported the customer via ambulance to a local hospital, where she was diagnosed with hypoglycemia, and received unspecified intravenous treatment. The customer reported an unknown reading from the hospital meter in the afternoon was lower than an unknown reading from her adc meter in the morning. The customer was unable to provide the specific readings or when they were taken. There was no report of death or permanent injury associated with this case.